Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface; p/n: 00596203214, l/n: 63473115, femoral component; p/n: 00576401552, l/n: 63438038, stemmed tibial component; p/n: 00595003701, l/n: 63278059, all poly patella; p/n: 00597206629, l/n: 63409950, palacos rg 1x40 single; p/n: 00111314001, l/n: 84604341, drop down stem extension; p/n: 00595006775, l/n: 63279346. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02647, 3007963827 - 2019 - 00195, 0002648920 - 2019 - 00453, 0001822565 - 2019 - 02648. Remains implanted.

Event description:
It was reported the patient is experiencing continued and ongoing pain approximately two years post-implantation. It is also known that the patient experienced a reopening of the incision but the timeframe is unknown. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via medical records and the reported event was not confirmed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications & no post op abnormal findings. Provided x-ray images show no signs of loosening, radiolucency or wear. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.